Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the bio-med that the patient experienced pump thrombosis. A pump exchange from one lvad to another lvad was completed.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation. Thrombus was confirmed through the evaluation of the returned lvad pump. The device was returned assembled with the driveline cut approximately 14" from the pump housing and the severed portion of the driveline was not returned. The sealed inflow conduct (inlet tube, flex section, and inlet elbow), the sealed outflow graft, the sealed outflow graft bend relief, and the sealed outflow graft bend relief collar were not returned. The outlet elbow was returned attached to the pump's outlet port. Visual examination of the outlet elbow revealed no evidence of depositions or thrombus formations. Examination of the pump's blood-contacting surfaces upon disassembly revealed a deposition surrounding the bearing ball within the proximal side of the outlet stator. This deposition's lack of both lamination and denaturation indicates that it did not initially form in the outlet stator. Although the origin of this deposition and the cause for its development could not conclusively be determined, the slight contact marks observed at the distal end of the rotor suggest that it was present while the pump was in operation supporting the patient. Upon removal of the observed deposition, the device was cleaned. The disassembled pump's bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what recorded during the manufacturing process and the device functioned as intended. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
Additional information: the user facility number was not provided. (B)(4).

Event description:
Additional information was received from the (B)(4) registry stating: pt has had presumed pump thrombosis r/t severely elevated ldh, intermittently positive plasma free hemoglobin and haptoglobin. Pump malfunction was presumed until a rhc on (B)(6) 2014 where no flow through the hmii was visualized. Additional information also included indicated: hemolysis: yes. Abnormal pump parameters: yes. Intravenous anticoagulation: yes. Thrombus event confirmed: y. Device malfunction: y. Device malfunction causative factor: no cause identified.